Event description:
The customer reported the system displayed an error message and would not boot up. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the on/off switch. The system operates as intended.